Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, 'not recognize closed door' was reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a closed door. This occurred at or before first clinical use in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.